Manufacturer narrative:
Per the customer, a sample will not be returned. An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer stated that a leakage occurred from the cut on the catheter. The catheter was removed and replaced. Per the customer, the cut was made with a needle accidentally.